Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported several months ago the patient was at "2. Something" and they did some "repositioning of the wires". Since then the patient had kept it around 1.6-1.7 volts and its been fine since then. Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.